Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence and during insulin delivery. The customer¿s blood glucose (bg) was 502 mg/dl. Bg level was corrected with a manual injection. Reportedly the customer reverted to manual injections for insulin therapy.